Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd pegasus¿ safety closed IV catheter system the needle would not disengage. The following was translated from chinese to english: when using an indwelling needle on a patient, the stylet cannot be withdrawn.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-sep-2023. H.6. Investigation summary: a device history review was conducted for lot number 3113666. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was obtained for evaluation and testing. Functional testing was performed on the returned unit. Testing results were unable to detect any deviation from product specifications, and the device retracted normally without incident. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using the bd pegasus¿ safety closed IV catheter system the needle would not disengage. The following was translated from chinese to english: when using an indwelling needle on a patient, the stylet cannot be withdrawn.